Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, the stapler was fired on the ureter without incident then the stapler was reloaded and fired on the renal artery. When the stapler was opened, severe bleeding of more than 500cc was observed and there was interruption of the staple line. The laparoscopic procedure was converted to open; the kidney was removed for transplantation and the renal artery tissue was hand sewn and trimmed to stop the bleeding. Blood transfusion was required, surgical time and incision was extended and an x-ray was also done to determine if any components were left behind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, the stapler was fired on the ureter with out incident then the stapler was reloaded with the and fired on the renal artery. When the stapler was opened, severe bleeding of more than 500cc was observed as well as a staple line interruption and no complete staples observed on the staple formation. The laparoscopic procedure was converted to an open; the kidney was removed for transplantation and the renal artery tissue was hand sewn and trimmed to stop the bleeding. Blood transfusion was required, surgical time and incision was extended and an x-ray was also done to determine if any components were left behind.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.